Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was noted to be in backup mode. Technical support restored the settings to resolve the event. The patient was stable with no consequences.